Event description:
It was reported that the atrial lead exhibited noise. Lead impedance dropped from 500 ohms to the range of less than 200 ohms to 400 ohms. Atrial sensing also decreased from 3-4 mv to 1.5-3 mv. The lead was replaced.

Manufacturer narrative:
No medwatch form was received.